Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height cm: 170. Implant date: unknown. Explant date: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is blocked. Explanted".

Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damages were detected. Permeability test: a permeability test has indicated that the shunt assistant has a blockage and the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: we have dismantled both of the valves. Inside the valves we found a slight build up of substances (likely protein) in the shunt assistant and bloody residue inside the progav 2.0. Based on our investigation, we confirm that the shunt assistant is occluded, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known inevitable risks of hc therepy by shunt implants.